Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image found a healicoil knotless peek distal implant inside a glass container. The device is not shown in the picture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force during insertion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the healicoil anchor was not detached from the setting instrument. The setting instrument was broken off in the bone. All the broken pieces were removed with grasping forceps. The procedure was completed with non-significant surgical delay using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the healicoil anchor was not detached from the setting instrument. The setting instrument was broken off in the bone. All the broken pieces were removed with grasping forceps. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.